Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address disassociation. Liner has disassociated with the cup. Patient is extremely obese and the exposure of cup was incredibly difficult. Surgeon replaced with a 50 x 32 + n. Attempted a +4/10 degree liner but could not reduce due to patient size. Doi: (B)(6) 2017; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.